Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that during an rfa procedure, a message was seen during a procedure. Troubleshooting was done but the issue persisted. The procedure was abandoned. There were no adverse patient consequences.

Manufacturer narrative:
The occurrence of the reported event was confirmed in the logs; however, the returned device functioned as intended during evaluation. No physical grounding pad issues were noted. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.